Event description:
Using ligasure, had used 1-2 times on thin tissue then grasped tissue again and the inner white plastic piece was turned at an usual angle. Dr released jaw and piece was obviously broken. Handpiece was unplugged and jaw cut off and all pieces were removed from body. Handpiece was inspected and appeared all pieces were removed.